Manufacturer narrative:
The medtronic representative found that the door switch assembly was misaligned: the gantry top left side limit switch did not engage and the top dingus pin was not fully out when door was closed. It engaged when pushing the door. The 2 x door alignment rings at the lower end of the gantry were loose. 1 x roller at top of the door was misaligned. The door close tension was misaligned. Resolution: he adjusted the top left turnbuckle and tighten the 2 x door alignment rings. The door was able close properly after these actions he adjusted the mechanism and this resolved the issue. System fully functional after adjustment.

Event description:
A medtronic representative reported that the o-arm pendant showed the gantry door status as "open" when it was closed. No patient involvement.